Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a large epicardial effusion approximately three months post the implant of a leadless pacemaker. The device was interrogated and all trends within normal limits and steady. The leadless pacemaker remains in use. No further patient complications have been reported as a result of this event.